Manufacturer narrative:
Device is a combination product. Patient identifier: (B)(6). Device evaluated by manufacturer: the complaint device was not received at the complaint investigation site (cis) for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
(B)(4). It was reported that following a coronary artery stenting treatment procedure the patient experienced re-stenosis and angina. The lesion being treated was located in the mid left anterior descending (lad) artery with 90% stenosis and was 4.0 mm long with a reference vessel diameter of 3.1 mm. The physician treated the lesion with direct stent placement using a 3.00 x 8 mm taxus liberte stent with 0% residual stenosis. The patient was discharged the next day on aspirin and prasugrel. 161 days post index procedure the patient experienced angina. The patient underwent stent placement of a 3.0 x 18 mm non bsc stent to the lad due to 95% re-stenosis in the proximal lad. There was 0% residual stenosis.

Manufacturer narrative:
(B)(4).

Event description:
(B)(4). It was reported that following a coronary artery stenting treatment procedure the patient experienced re-stenosis and angina. The lesion being treated was located in the mid left anterior descending (lad) artery with 90% stenosis and was 4.0 mm long with a reference vessel diameter of 3.1 mm. The physician treated the lesion with direct stent placement using a 3.00 x 8 mm taxus liberte stent with 0% residual stenosis. The patient was discharged the next day on aspirin and prasugrel. On the 161 days post index procedure the patient experienced angina. The patient underwent stent placement of a 3.0 x 18 mm non bsc stent to the lad due to 95% re-stenosisin the proximal lad. There was 0% residual stenosis.